Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Insufficient information to perform compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the cps poly would not seat on the tibial tray. Surgeon did say that it could have been warped during initial installation attempt so he admitted that he could have warped the poly and that it is possible that it was not necessarily a manufacture defect. The product was inadvertently discarded. No photos are available.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.